Manufacturer narrative:
The pump was received with an intermittent button response and a button error alarm due to the corroded keypad traces. The pump was also received with a cracked pump case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 98 mg/dl at the time of the incident. Customer has tried to clear the alarm 8 times. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.